Event description:
It was reported that the pump battery would not charge, and the pump screen was dark and would not turn on. The customer was using a tandem-provided usb charging cable at the time of the event. There was no reported impact to the customer¿s blood glucose level as it could not be confirmed. Reportedly, the pump was able to charge after using a new charging cable.

Manufacturer narrative:
H6 (remove component code g07001, add component code g02004).